Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and was not able to duplicate the initial event. The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer was advised to check the connection of the battery to the breath delivery (bd) harness. It was recommended to run a full performance verification tests (pvt) and run the unit to attempt to duplicate the initial event. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during a power outage, an 840 ventilator shut down on a patient. Although requested, patient outcome information has not been provided. The customer reported the ventilator has been used on other patients since the initial event.